Event description:
It was reported that customer repeatedly received minimum fill notifications while attempting to load insulin cartridges, and blood glucose reading showed as high without a specific value. Customer administered correction injection by pen or syringe and did not seek help from emergency services or other third parties. Customer attempted to use five different cartridges with new infusion sets each time and still experienced the notifications, then successfully loaded sixth cartridge and resumed insulin delivery, and replacements for cartridges and infusion sets were requested to be sent by technical support.